Event description:
It was reported that during a da vinci myomectomy procedure, a wire was noted to be coming out from the joint of the pk dissecting forceps instrument. The wire was observed to be loose. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. The pitch down and up cable was broken at the distal clevis hub. One broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .142 - .199 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable/ various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.